Event description:
It was reported that a transverse tear in the graft occurred near the anastomosis. This event occurred one month after implantation. In addition, it was reported that the patient experienced a fall resulting in "brutal flexion extension" and an audible cracking sound.